Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: the patient underwent a planned removal of the plate with six dynamic locking screws (dls) on (B)(6) 2013. The first five dls screws were removed without difficulty but the 6th dls screw broke during removal. The sleeve of the broken screw was removed using a drill. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted and it states that the screw had become fatigued due to cyclic overloading. The discernible fine fatigue lines and secondary cracks in the regions of the available original fracture face are a sign of a fatigue crack under cyclic overload. The reason for the damage to press fit as well as the crack in the sleeve of an intact dynamic locking screw could not be determined with accuracy. The presumed residual fracture on image 20 on the lower side of the fracture face allows the assumption that the screw was fatigued from the top, and as a final step, failed at the bottom as residual fracture of mixed fracture. Virtually the entire fracture face of the pin demonstrates fatigue lines, the cause of which cannot be determined accurately. The cause of fracture cannot be determined.